Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that when using her lancet device, metal shavings stick in her finger after using it. Customer pulls out the metal shaving from her finger and uses antibiotic cream and a band-aid on the finger. She has not received any professional medical treatment for this issue. Requested return of suspect device and replacement was sent.